Manufacturer narrative:
The reported event of failed to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the right ventricular lead would not unscrew the helix after the lead was implanted. The physician decided to replace the lead with another and the new lead was unable to capture. It was noted that the physician attempted several positions however the lead would still not capture. The 2nd lead was removed and replaced. The patient was in stable condition.